Manufacturer narrative:
Concomitant medical products: product ID: 33889-28 interstim urinary mgu lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the deployment of a leadless implantable pulse generator (ipg) the tether of the delivery system was cut but resistance was experienced during attempted removal. The delivery system was flushed and the tether developed a knot which prevented complete removal. The ipg was recaptured and was removed along with the delivery system. A new delivery system was used for implant. No patient complications have been reported as a result of this event.